Event description:
Device issue: tip separation. Time of device issue: during procedure. Adverse event: guide wire tip remains in pt. It was reported that during the angioplasty procedure a stent was improperly expanded while the bmw guide wire, which was being used as a buddy wire, was along side it. The guide wire was pulled back, but came apart in the process. The tip of the guide wire remains in the pt. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: in this case, the remaining proximal portion of the separated guide wire was not returned for analysis, which may have aided in eval of the fracture surfaces of the separation. However, based on the reported info, it is likely that the separation occurred as a result of inadvertently entrapping the bmw guide wire between the newly deployed stent and vessel wall. Additionally, a ductile overload of this type suggests possible force was applied to the proximal end of the guide wire during removal with the tip entrapped. The product instruction for use (IFU) contains the following statements under the warnings section: "consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is add'l risk that the secondary wire may become entrapped between the vessel wall and the stent." Additionally, the IFU warns: "use extreme caution when removing a guide wire through a non-endothelialized stent, or through stent struts into a bifurcation vessel. Use of this technique carries add'l pt risks, including the risk that the wire may become caught on the stent struts." To ensure tip separation does not occur as a result of mfg, 100% of the guide wire tips are inspected after they are loaded into the dispenser, and a 100% outer diameter inspection is performed of all devices prior to packaging. Additionally, a tip pull test is performed on each wire to ensure the tip is properly attached. Qc performs on line reliability testing to verify the product quality. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot number. Additionally, lot release testing results were reviewed and all samples met all mfg criteria. Overall, the reported difficulties appear to be related to circumstances during the procedure, and there is no indication to suggest a product quality deficiency.